Event description:
Customer's daughter reported blood glucose results of 487 mg/dl, 357 mg/dl, and 155 mg/dl within 10 minutes on the aviva system. Customer based insulin dosage on 155 mg/dl result. No adverse event reported. A request was made for the return of the system, replacement was sent.